Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected ¿in the right cheek just below the cheek bone¿ with an unknown juvéderm® product. Approximately 6-8 months post injection the patient experienced ¿a filler related cyst or granuloma on the face that has grown and grown" and "giant cyst on cheek". Biopsy was not provided. The patient received an unknown imaging with dye on face and an MRI. MRI diagnosed other nodules throughout the face. Symptoms are ongoing.